Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2017, that the patient presented with shortness of breath with activities. Ramp echocardiogram was positive for device thrombosis, and the lactate dehydrogenase (ldh) was elevated. The patient was admitted to the hospital for anticoagulation treatment. No additional information was provided.

Manufacturer narrative:
A direct correlation between the lvas and the reported event could not conclusively be established through this evaluation. The hospital submitted two system controller log files dated from 03/08/2017 through 04/03/2017 and from 04/21/2017 through 05/22/2017 for review. Pump power elevations were noted on (B)(6) 2017. The log file submitted after the admission show the system operating as intended. The patient remains ongoing on vad support and no further related issues have been reported. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.